Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician imported atrial lead measurements retrieved from the programmer; however, the atrial lead measurements were stored in the ventricular lead measurement fields in the patient management database application. The clinician had to manually edit the fields to change the measurements from the ventricular field to the atrial fields. The issue was escalated to technical services. The application remains in use. There was no patient involvement.